Event description:
It was reported that the cord was placed on the drape and the heat caused a pt burn. The surgery was performed on l4 and l5. The light guide was used with the medtronic radiant lumination system. Medtronics has told the customer that large cables are not to be used with their product. This incident was also reported to medtronics. The customer waited to do the report until the investigation on their end had been completed. No other information is available for this incident.